Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was 202 mg/dl. Customer stated they did not receive a low battery alert prior to the off no power alert. The customer was advised to insert a new (B)(6) aaa alkaline battery. The customer was advised to monitor pump.